Event description:
The customer reported that while making an approach using the olympus single-use guide sheath kit, the radiopaque tip had fallen off into the patient¿s bronchus. According to the initial reporter, it was discovered later in the case. The detached opaque tip was reported recovered using grasping forceps. Once recovered, the procedure was completed using another device without any patient harm reported.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The probe tip was found missing during the device evaluation. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The subject device was manufactured on august 2022 based on the provided 3 digit lot information. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that: when the inductor was inserted, the tip of the inductor was in a bent state. The inductor joint was caught on the x-ray opaque tip. The actuator was moved forward and backward while the joint of the inductor was caught by the x-ray opaque tip, and the guide sheath was pulled in the pulling direction. The x-ray opaque tip was pushed and pulled while being caught by the inductor, and the position of the x-ray opaque tip was displaced. Since the x-ray opaque tip was slanted with respect to the tube, when the inductor was projected, it was caught by the x-ray opaque tip and fell off. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "when inserting a treatment tool or ultrasonic probe into the guide sheath outside the endoscope, when inserting a treatment tool or ultrasonic probe into the guide sheath inserted into the endoscope, when inserting the treatment tool or ultrasonic probe into the guide sheath when moving the probe back and forth, and when pulling out the treatment tool or ultrasonic probe from the guide sheath, keep the tip of the inducer straight in the case of the inducer, and close the cup of the biopsy forceps in the case of the biopsy forceps. In the case of a biopsy brush, pull the brush part into the tube and do it slowly. If you feel any abnormal catch or resistance, do not stick out the treatment tool or ultrasonic probe from the tip of the guide sheath, and stop using it immediately. [The x-ray opaque tip of the guide sheath may be misaligned or fall off. ] ·when using a guide sheath, do not apply a strong angle to the endoscope. If the resistance is high and it is difficult to insert the ultrasonic probe or treatment tool inserted into the guide sheath and the guide sheath into the endoscope or pull it out from the endoscope, the ultrasonic probe or treatment tool cannot be pulled out from the guide sheath. If so, return the endoscope angle to the point where it can be inserted and removed without difficulty. If it still does not pull out, pull the guide sheath, ultrasound probe or procedure, and endoscope together from the patient. [The x-ray opaque tip of the guide sheath may be misaligned or fall off. Alternatively, other damage to the equipment may occur. ] when inserting an ultrasonic probe or treatment tool into the guide sheath inserted into the endoscope, slowly move the guide sheath within the field of view of the endoscope or under fluoroscopy, and insert the x-ray opaque tip inside the guide sheath. Insert after confirming that there are no abnormalities such as misalignment or dislocation. If any abnormality is suspected, discontinue use. After the guide sheath is pulled out from the endoscope, the tube buckles or tears in the guide sheath, the position of the x-ray opaque tip shifts, and the tip falls off regardless of whether or not the guide sheath is reinserted into the endoscope. Make sure that there are no abnormalities such as. Do not use if any abnormality is suspected. If the x-ray opaque chip has fallen off, and if it has fallen into the body, check that it has not fallen into the body. When inserting the treatment tool into the guide sheath, do not force it if there is significant resistance. Also, do not insert the biopsy forceps with the cup open or with the brush part of the biopsy brush protruding from the tube. It may cause damage to the endoscope and this product." Olympus will continue to monitor the field performance of this device.